Event description:
It was reported that the device was not able to deliver appropriate ventilation, showed apnoe. In ventilation mode bipap only a generation of a tidal volume of 100ml was possible. Reportedly the device did not alarm. The patient needed to be resuscitated.

Manufacturer narrative:
The device has been checked by the biomed of the hospital and afterwards by a service engineer of the device manufacturer. No malfunction has been detected, the device performed as intended. The device log analysis showed that an obstruction was preset, due to pressure limitation the tidal volume applied to the patient (expiratory measurement) decreased. At the same time, a leakage in the system lead to the situation that the upper tidal volume limit was reached (inspiratory measurement) and therefore, the inspiration was stopped sometimes. This situation has been alarmed and the user reacted according to the device log with adjusting the settings. It can be concluded that the situation was caused by temporary problems in the complete breathing system (including hoses, filters and respiratory tract of the patient), no device malfunction was observed.